Event description:
It was reported that the tip of the left ventricular (lv) lead did not pass through the curvature of the vessel branch and lead placement in the distal portion was difficult; thus, the lv was removed and replaced with a different lead. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.